Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Device received with corroded electronic assemblies.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had moisture in the battery compartment, insulin pump cannot be started anymore. The customer¿s blood glucose level was unknown. Customer went for swimming into the sea. Customer stated that the insulin pump requires a reset which was not accepted, the insulin pump did not work. Customer stated that probably the battery cap was not secured well or defect. The insulin pump will be returned for analysis.